Event description:
It was reported patient a total hip arthroplasty on an unknown date. Subsequently, patient was revised on an unknown date due to unknown reasons. Patient was revised to competitor product.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Date of event - unknown; catalog number, lot number and expiration date - unknown; date implanted - unknown; initial reporter - unknown; 510k number - unknown; manufacture date ¿ unknown.